Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was not implanted due to the patient's high defibrillation thresholds. It was also reported that the lead was removed because it migrated from the original implant position.